Manufacturer narrative:
Analysis was performed at the philips authorized repair facility which included functional testing and speaker testing on mt56060 tool. The results of the analysis confirmed a speaker malfunction produced no sound. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The issue was resolved by replacing the speaker and the product is returned to the customer.

Event description:
The customer reported that after the battery cradle was replaced, the speaker malfunctioned. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.